Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the patient¿s driveline was confirmed by the submitted photos and the abbott representative who performed the requested repair. A specific cause for this damage could not conclusively be determined through this evaluation. The submitted photos showed a tear in the outer jacket approximately 0.5" from the proximal end of the metal connector. The submitted log file contained data from (B)(6) 2021. The device operated above the low speed limit for the duration of the file. There were no notable findings found through log file analysis. The device appeared to be functioning as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas) support with no further related issues reported at this time. The relevant sections of the device history records for vad-18386 were reviewed and showed no deviations from manufacturing or quality assurance specifications. Additionally, device history record 161876 for driveline (B)(6) , was reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (lvas IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. Heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a clamshell repair was performed on (B)(6) 2021. There were no issues post repair.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient's driveline had a slight area of concern. The area where the driveline sheathing met the metal part of the driveline that inserts into the system controller was noted to be a little loose. It was also noted that the patient's controller looked fairly used and that they would need a controller change. A log file analysis captured routine events with no notable alarms. It was recommended to secure the area with rescue tape and undergo a clamshell repair based on the pictures of the driveline.